Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that that customer was hospitalized due to high blood glucose on unknown date. Blood glucose level was 800 mg/fl. Customer stated that the hospital took her insulin pump off. Customer declined for troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.